Manufacturer narrative:
On february 24, 2026, a solution change was implemented to prevent recurrence, and affected clients were notified. Cerner considers this investigation closed. No further action is required at this time.

Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA of the resolution of a malfunction associated with this software product. The issue impacted the cerner millennium sepsis solution within the cloud-based product, affecting one customer. On january 16, 2026, the cerner sepsis technical team identified inaccurate numeric data in a specific field, resulting in a processing queue backlog. The team removed the incorrect data, which allowed the queued data to be processed and the system to fully recover within 2 hours and 15 minutes. A subsequent investigation confirmed that the removed data would not have triggered a sepsis notification. The issue has been fully resolved, and sepsis notifications are now operating as expected for the affected customer. Cerner has not received any reports of adverse patient events related to this incident.

Manufacturer narrative:
Cerner has completed its internal investigation of the incident and determined that the root cause was observers not validating whether numeric values exceeded database storage limits. The absence of this validation check resulted in database transaction errors and repeated processing attempts, creating a processing loop. A solution change will be implemented to ensure observers only process numeric values within the allowable database limits. Any excessively large value encountered will now be flagged and skipped, preventing impact on other transactions.